Event description:
It has been reported by the customer that the cot is leaking hydraulic fluid. The cot was still fully functioning in manual and power mode. No adverse consequences or injuries have been reported.

Manufacturer narrative:
Hydraulic leak.